Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the device was not working for quite a while. The device was not covering the patient¿s pain and was making the patient¿s legs numb. The patient was also experiencing an increase in pain. The increase in pain had gotten more so over the last few days prior to this report. The stimulation was off but the patient wanted to turn it on. Additional information was requested but had not been received as of the date of this report.